Event description:
Event occurred in. It was reported that the patient experienced infusion set fell off event during use while swimming on 01 jun 2026. The issue occurred on first day of use and site was buttock.

Manufacturer narrative:
E1:name (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 8021545.